Manufacturer narrative:
Insulin pump passed basic occlusion and displacement test. No motor error alarms noted. Motor tested ok. Insulin pump was unable to prime during prime alarm test, due to faulty force sensor. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during basal rate delivery. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 164 mg/dl. Nothing further reported.